Event description:
The customer reported discrepant a pco2 result on a patient when compared to repeat testing of different samples on the same instrument. The customer noted that there was a possible contamination with total parenteral nutrition to the draw site for the discrepant result. There is no report of injury due to this event.

Manufacturer narrative:
Instrument files and information have been provided by the customer. Investigation ongoing. The cause of this event is unknown.

Manufacturer narrative:
The reported issue of high and variable pco2 readings was reviewed in detail. The samples used for measurement were venous blood. Venous samples are inherently subject to physiological variability due to differences in local tissue perfusion, metabolic activity, and sampling techniques. These factors can lead to fluctuations in pco2 levels that are not necessarily indicative of test card performance. Additionally, the pco2 value from the samples which provide believable results closely resemble the sample the customer previously deemed unreliable/contaminated. Given that venous blood is known for its perfusion-dependent variability, this resemblance may be coincidental and not indicative of a systemic issue. Therefore, it is likely that the use of venous blood, known for its variability in pco2 may have contributed to the perceived inconsistency in results. This, combined with uncertainty around the discrepant sample, suggests that the observed discrepancies may stem from sample-related factors rather than instrument or card lot specific issue. Review of customer-provided data, pre-analytical factors, and interferents does not identify other causes for the issue. Review of in-house data for the card lot under investigation is unable to confirm the customer¿s observed issue. Review of internal records do not identify any other production issues, deviations, or other escalations that would cause the customer¿s reported issue. No product problem identified.